Event description:
This rv lead was implanted on (B)(6) 1999 and was capped and replaced on (B)(6) 2012 for an unknown reason. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).